Event description:
Drug/diluent: unknown. Fill volume: unknown. Flow rate: unknown. Procedure: unknown. Cathplace: infraumbilical, left side. Upon catheter removal, a portion (3-4cm) was left inside the patient. The catheter snapped during removal and the surgeon reports significant resistance (3-4/5) during catheter removal. The surgeon reports no difficulty inserting the catheter or removing the introducer. The catheter was secured with tape. One month post-op, the patient was complaining of pain. The resident did an MRI and couldn't see the portion of catheter left behind. The resident reports that there was no infection as a result of the catheter break and that currently the patient is stable and pain-free. The fragment hasn't been removed from the patient.

Manufacturer narrative:
Method: no product was available for evaluation and investigation. The lot number was not provided, therefore the device history records could not be conducted. The directions for use (dfu) (1307112, rev. A) provide cautions and directions on catheter removal if resistance is encountered. It also contains a caution of "do not cut or forcefully remove catheter." I-flow has also prepared a technical bulletin (1303971, rev. B) in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso (B)(4)tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. Results: without the actual product, a complete analysis cannot be conducted. If additional information pertinent to this complaint is received, I-flow will submit a follow-up report.